Event description:
It was reported that, "when the surgeon was using the 1/8" drill, it was broken. He could not remove it from the pt's tibial bone."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.